Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
X25 final tightener from expedium 5.5 stripped during surgery. There was a delay in surgery by 5 minutes whilst I sought replacements. The surgeon is very experienced using this kit. These must be replaced asap as we now have a limited number of this instrument at the (B)(6) hospital.